Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that review of the remote transmission revealed the atrial lead exhibited noise. The patient was asymptomatic to the event. The patient was brought into the clinic and the lead was reprogrammed. There were no patient consequences.